Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 810:11 was confirmed during product evaluation in the pump's event history. This condition was caused by the air in line printed circuit board (ail pcb) being out of calibration. The ail pcb was recalibrated to correct the reported condition. This issue has been escalated to CAPA. A service history review revealed no previous service events were related to the reported condition.

Event description:
During service by baxter personnel, failure code 810:11 was found in the event history to have caused an interruption of delivery. There was no known patient involvement; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.